Event description:
Nurse was training pt using a dummy tummy. Nurse was resetting up the cycler after fill 1 of treatment and upon removing the tubing set noticed fluid inside the cassette door. There was no pt ill effects. Sample has not been returned to the MFR.